Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
An article/literature was received entitled "higher cartilage wear in unipolar than bipolar hemiarthroplasties of the hip at 2 years: a randomized controlled radiostereometric study in 19 fit elderly patients with femoral neck fractures" the purpose of the study was to compare cartilage wear between bipolar and unipolar hemiarthroplasties. The study was broken into two groups: unipolar (modulcar cathcart)-14 patients corail stem. Bipolar (self-centering)-14 patients; corail stem. Failures: unipolar: 1 patient was converted to tha due to dislocation. Bipolar: 1 patient was converted to tha due to dislocation. 1 patient was revised due to infection (within 3 months of implantation).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.